Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
The tip broke off during the procedure. No patient impact was reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The actuator has broken, causing the upper jaw to come free from the device. The cutting edges are dull. Cutting edges in this condition would require the application of excessive forces to cut. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required.